Event description:
During on-site service by a field service technician, a flo-gard infusion pump experienced the f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-66 alarm was determined to be a cracked central processing unit (cpu) board. To correct the condition, the cpu board was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.